Event description:
Caller stated that he received a notification from abbott advising that there is a defect with the device. A few days later his libre 3 plus was reading low. He stated that the device is defective.